Manufacturer narrative:
Analysis of the extension found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 37081, serial# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
It was reported that there were high impedances on electrodes 4, 5 6, and 7. It was noted that the extension was replaced. It was noted that the product was to be returned. It was noted that the patient as alive with no injury at the time of the report and there were no further patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.